Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was replacing device's at the customer's site and observed that this device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer declined to have the device repaired and requested that it be returned to them. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
Stryker was replacing device's at the customer's site and observed that this device will not power on. There was no report of patient use associated with the reported event.